Event description:
The device was returned to the manufacturer for analysis with no information regarding reason for explant. Upon attemtping to obtain information regarding the reason for explant, it was determined that the patient had the device implanted for severe pain due to cancer. The patient was expected to live for 2-3 months, however, the patient expired several days after implant. Exact date of death or cause of death is unknown. The device was not explanted. It is unknown if any autopsy was performed. Attempts to obtain additonal information from health care provider have been unsuccessful.

Manufacturer narrative:
H6- final device analysis reveals no anomaly found. Normal device function. Sufentanyl, droperidol, ketamine and bupivicaine were found in the pump.